Event description:
A report was received that the patient was experiencing pocket discomfort. The physician has recommended a pocket revision

Manufacturer narrative:
Additional information received indicated that the patient has decided not to proceed with the pocket revision.

Event description:
A report was received that the patient was experiencing pocket discomfort. The physician has recommended a pocket revision.